Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite gastrointestinal videoscope, the scope had unsmooth air/water feeding. It was reported that the intended procedure was a gastroscopy, and the procedure was completed using similar device with no delay. Upon inspection and testing of the customer returned device, foreign material (yellow with flaky structure) was found in the scope nozzle causing unsmooth air/water feeding. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the scope nozzle was found clogged with foreign material, due to which, the air/water feeding was unsmooth. It was reported that the foreign material could not be taken out from the nozzle port but could be taken out from the other end and the foreign material was a yellow with flaky structure, suspected of exfoliation. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a partial deviation from the reprocessing method documented in the instructions for use (IFU). The user may be able to reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "reprocessing manual_ manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution¿. Olympus will continue to monitor field performance for this device.